Event description:
Customer reported a no delivery alarm. Customer stated that the insulin did exit the tubing during the manual prime, however received a no delivery alarm immediately after starting a fill cannula. Through troubleshooting it was noted that the alarm may have been caused by an infusion set or reservoir occlusion. Customer's current blood glucose reading is 314 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.